Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. When the device was re-interrogated, the device resumed normal function. The patient would continue to be monitored remotely via merlin.net transmission.